Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
After changing the supplies on the pump, the customer reported not observing insulin coming from the end of tubing after 40 units of insulin were delivered during fill tubing. The customer was able to change the cartridge and complete the load process successfully and resume insulin delivery. There was no impact to the customer's blood glucose level.